Event description:
A customer reported that their AED's asi is flashing red, and their AED's audio prompts are not clearly audible.

Manufacturer narrative:
This AED nor its electronic log files were returned and thus the root cause could not be determined.